Event description:
It was reported that the patient underwent a hip replacement on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pseudotumor. No further information has been received.

Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 1900 nmol/l and chrome 1400 nmol/l) are strongly elevated according to the nov guidelines. The patient was noted to be very severely obese (class iii). (B)(6) data indicate a cup inclination angle of 52 degrees. On a pre-revision CT scan the cup inclination angle was measured at 48 degrees with no significant interval change from the first post operative radiograph. The measured anteversion angle was 19 degrees compared with 12 degrees on an radio graph dated (B)(6) 2008. This change might indicate that the acetabular component had migrated in that interval. Biomet's applicable surgical technique recommends a cup inclination angle of 45 degrees with an anteversion angle of 20 degrees. Patient risk factors include severe obesity. Reference is made to the IFU (IFU: 5401000219 (biomet recap total hip resurfacing system) which states in the warnings section: ¿excessive activity, trauma and excessive weight have been implicated in premature failure of implants by loosening, fracture and/or wear. Loosening of implants can result in increased production of wear particles, as well as accelerating damage to bone, making successful revision surgery more difficult.¿ due to insufficient data the existence of the pseudotumor could not be confirmed and its cause could not be determined. The product and lot number identification necessary to review manufacturing history and the complaint history was not provided.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent right resurfacing hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pseudotumor.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Initial reporter contact name - unknown. Device manufacture date - unknown.